Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction. Upon further review it was determined that this event does not meet the criteria of a reportable complaint. MFR (insert MFR number here) was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that the report was submitted in error. App crash alert did not occur and therefore the criteria of a reportable complaint is not met as per the code of federal regulations.